Event description:
This report is based on information provided by philips, remote service personnel has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that it is giving an error code 1122 blower temperature high message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer, per the service manual, to verify that the air inlet filter is not dirty or blocked; verify that the cooling fan is operational; replace the blower. The rse provided parts ID for the blower assembly to resolve the reported problem. Investigation is ongoing.

Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.